Event description:
During a remote follow-up, it was noted that there were episodes of post-sensed t-wave oversensing due to pseudofusion on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.